Event description:
It was reported that during pin placement of the bone pins, the inner part of the pin driver came detached from the rest of the pin driver and had to use the speed pin adapter from the journey set. Delay of less than 30 minutes was reported and no injury or patient impact was reported.

Manufacturer narrative:
The device was used for treatment. Visual inspection of the returned pin driver confirmed that the inner cylinder of the pin driver had fallen out. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specifications or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure mode is identified within the risk file. The navio surgical technique guide (B)(4) released at the time of the complaint provides instructions on the navio instrumentation kit. It states that ¿the navio instrument kit consists of a two-level tray that contains all of the required instrumentation for surgery using the navio surgical system. If the equipment breaks or fails during surgery, a sterile backup tray is on-site and can be unwrapped to replace a broken or dropped tool.¿ it also has a warning which states:¿ a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure.¿ per complaint details, the pin driver fell out; however, a backup device (jrny speed pin adapter) was used to complete the procedure without significant delay (< 30 min). No patient injury/impact was reported; therefore, no further medical assessment is warranted at this time. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. This issue is being further investigated and corrective action has been requested.